Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the clip ejected from the device. Another device was used to complete the case. There were no adverse consequence to the pt.